Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia procedure with a thermocool&#59411;smarttouch&#59394;bi-directional navigation catheter and coagulum was observed on the proximal portion of the distal electrode 1 and 2 when the catheter was removed from the patient. The patient was given IV heparin during the procedure. The system did not present any error messages. In addition, there were no noted issues related to temperature or flow. During the procedure, the noted temperature was around 35-45°c and impedance did vary from 110 to 220 ohms. The physician did note that the ablation catheter may have been in trabeculations/crevasses in the left ventricle that may have led to higher impedances. The patient has not exhibited any neurological symptoms since the procedure was completed the presence of coagulum on the catheter does not represent a serious injury in itself, nor is it necessarily evidence of device malfunction. However, coagulum has poor adherence to catheters and transseptal sheaths and could be a potential source of embolism, therefore this complaint is MDR reportable.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ischemic ventricular tachycardia procedure with a thermocool® smarttouch® bi-directional navigation catheter and coagulum was observed on the proximal portion of the distal electrode 1 and 2 when the catheter was removed from the patient. The returned device was visually inspected upon receipt and it was found in normal conditions. No char or coagulum was observed on catheter tip. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Based on the pictures provided by the customer, the complaint has been verified. However, since the catheter passed all specifications the failure mode does not appear to be caused by any internal bwi processes.